Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the inflow cannula pointing towards the posterior wall could not be confirmed. Furthermore, the report of low flow alarms was confirmed based on the onsite evaluation performed by an abbott representative; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted system controller event log file contained events from (B)(6) 2023. Two low flow events were observed; however, they did not last long enough (at least 10 seconds) to result in low flow alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The low flow alarms ultimately resolved, and no further events were reported. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2024 when the patient ultimately expired. The device was not explanted for evaluation (reference (B)(4)). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU, "introduction", addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, provides information for the system monitor and describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. In reference to pi, the IFU explains that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline all system controller alarms as well as how to respond to each alarm condition. These sections instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, the patient handbook instructs patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that left ventricular assist device issues were ruled out. The patient was feeling well.

Event description:
It was reported that the patient had low flow alarms during the night. Imaging was completed and the inflow cannula was pointing toward posterior. There were no device issues. The system controller alarm limit was updated, and patient condition would be observed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.